Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. The lot number is unknown, as it was not available.

Event description:
It was reported that during preparation, the farawave pulsed field ablation splines were inverted and trapping the wire. The catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The catheter is not expected to return for analysis as it was disposed.